Manufacturer narrative:
The philips biomed reported a hard reset was required. After performing the hard reset and reconfiguring the settings the screen is no longer frozen. Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete.

Event description:
It was reported the suresigns vs4 nbp, spo2 monitor has a frozen screen. The device was in use at time of the event. There was no report of patient or user harm.

Manufacturer narrative:
During investigation the reported problem turned out to be not a reportable complaint with philips. Additional information was received which confirmed that the sure signs vs4 nbp, spo2 patient monitor screen was frozen, unresponsive and not able to display any values. The customer received onsite assistance from a philips biomedical equipment technician who performed a reset and a reconfiguration of the settings which resolved the issue. However, the exact cause for the reported issue could not be established. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.